Event description:
It was reported that there was an issue with the product nk1003t - corehip std cementless 12/14 size 3. According to the complaint description, the bone fractured during surgery. After advancing to rasp #3 and performing trial reduction, the stem was inserted. T- bone crack line on the inside of the neck was noticed, so the stem was removed and "nespron" was wrapped. The same stem was reinserted to finish the surgery. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention necessary. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.